Event description:
On 9/23/95 a central venous catheter was placed in left subclavian vein. On 10/6/95 central venous line was pulled. The entire catheter came out with the cuff still in place. On 10/12/95 cuff and 1 cm segment of line surgically removed.